Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a clinical investigation, the patient was initially treated with norian drillable suffered pain and showed some swelling of the left knee. Implant was removed on patient's wish. No further information is available.

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received.